Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer is experiencing symptoms of nausea. The customer was advised to called healthcare provider or seek medical attention and call us back for troubleshooting. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer's mother said that she is going to take customer to the hospital. The customer's mother will call back to troubleshoot after she take the daughter to the hospital.